Manufacturer narrative:
Date sent to FDA: 8/22/2007. Conclusion: no conclusions can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a sling procedure in 2007. The patient developed itching at the incision sites one day after surgery. The patient continues to itch and has a rash all over her body. The patient has been treated with benadryl and steroids without relief.